Manufacturer narrative:
Follow up to be sent if additional information is received.

Event description:
The dealer states that she thinks that the wires are coming out of the pendant and the rails are not working right, this is all the information the dealer had at this time.